Manufacturer narrative:
Device information is unknown. No information has been provided to date. Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed for no disposable after the cassette was changed on the previous day. No patient injury was reported.